Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 20:14, a fingerstick sample from the patient was tested on the meter, resulting as 380 mg/dl. At 20:16, a fingerstick sample from the patient was tested on the meter, resulting as 223 mg/dl. At 20:18, a fingerstick sample from the patient was tested on the meter, resulting as 366 mg/dl. At 20:22, a fingerstick sample from the patient was tested on a second accu-chek inform ii meter, resulting as 194 mg/dl. At 20:25, a fingerstick sample from the patient was tested on the second accu-chek inform ii meter, resulting as 197 mg/dl. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter results and there was no serious injury. The current condition of the patient is fine. The customer is not sure if the same vial of test strips was used on both meters. The customer was also not sure if a different finger of the patient was used for each sample collection. Controls run before and after the event on both meters passed. The customer's product was requested for investigation.